Event description:
The customer reported that the ventilator was alarming due to a high blower temperature occurrence. The customer reported the ventilator was not in use on a patient therefore there was no patient involvement. A high blower temperature occurrence will result in a vent inop condition. A vent inop alarm displays on the screen, turns on remote alarm interfaces, and disables oxygen flow and blower operation. The patient must be placed on another means of ventilatory support. The field service engineer reported the blower and motor controller pcb board were replaced, and the reported problem resolved. Failure analysis on the blower and motor controller board shows that no problem found with the return parts. The reported problem was not duplicated.